Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the instrument loaded, clamped, yet would not cycle due to sheared firing rack teeth damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the device was fired on the pulmonary artery but bleeding occurred. The bleeding was found from the blood vessel near the center of the staple line and it appeared that staples were not placed. To solve the issue, the part was ligated by suturing and bleeding was stopped. The event resulted to less than 200 cc of bleeding. A 45mm reload was used on the bronchus but did not form properly as well. It was stated that the device was only able to fire halfway. From then, the handle became stiff and the firing could not be completed. Another reload that worked normally on the handle was used to complete the case. Medtronic's initial evaluation of the incident device found the 10th and 11th tooth was sheared in the middle section of the firing rack.